Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed preventative maintenance and replaced the wash station tubing and checked the wash station performance. The discordant results could not be reproduced. The system precision was verified. There is no way of determining the cause of the discordant result and it is considered an isolated incident. It is possible that there may have been a system issue with wash performance that corrected itself or one of the parts replaced may have been defective but not confirmed. The cause of the discordant result could not be determined. The cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A discordant positive advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. A second blood draw was received and tested two hours later. The result was negative. The initial sample (draw) was then repeated and the result was positive. The quality control was run and the result for level 1 was high. The quality control was repeated and the result was close to the target. The physician did not question the results. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant tni-ultra result.